Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a shocking sensation at a deli counter when she leaned against the cooler in the freezer aisle at the grocery store. Additional information has been requested.